Event description:
It was reported that during case anterior femur cut was approximately 1mm higher than planned, despite other cuts being right on. Compensated by posteriorizing the femur 1mm during planning.

Manufacturer narrative:
H10: h3, h6: the device was used in treatment and case screenshots and log files were returned for investigation. DHR review found that the software version (rc-5106) has been validated. A complaint history review found similar reports, this issue will continue to be monitored. The surgical technique guide released at the time of the complaint does provide instructions for anterior-most cut plane. This failure is an identified failure mode within the risk file. The initial visual investigation of the software logs and screenshots found that the anterior post holes were not fully cleared when burring had stopped. This can cause the distal cut guide to sit anteriorly proud but not affect the distal cut accuracy. Subsequently the attached drill guide would then shift anteriorly by the same amount and therefore the anterior guide would as well. The probable cause of the issue was user error. A relationship between the device and the reported event could not be established.